Event description:
After implanting the graft for an abdominal aortic aneurysm procedure, approx 150cc of blood leaked from the graft walls and the crotch area. The bleeding was stopped with gelfoam and avitene. The graft was left in. The pt's condition is ok.